Event description:
It was reported that this was an arteriotomy closure of the left proximal superficial femoral artery using a prostyle device after a peripheral interventional procedure using a 6f sheath and antegrade approach. Reportedly, blood flow was observed at the marker lumen after the foot was deployed. The foot was closed and the device was advanced further into the anatomy, blood flow stopped. Resistance was noted during removal of the plunger but it was ultimately withdrawn. No suture was present when the plunger was removed. The posterior cuff was noted to be stuck on the foot. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: the foot was closed and the device was advanced further into the anatomy. The foot was re-opened and pulled back at a 45 degree angle, blood flow stopped. The needles were deployed. Device return analysis revealed the anterior cuff rim was separated but remained in one piece. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the plunger was not confirmed. The reported needle to cuff miss was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic prostyle instructions for use states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catherization procedures. In this case the use in the incorrect anatomy contributed to the resistance met during plunger removal resulting in the reported needle to cuff miss and noted damages. The investigation determined the reported difficulties and subsequent treatment appears to be related to the use in the incorrect anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.